Event description:
It was reported the patient was having ¿a lot of pain.¿ it was also reported the patient was getting his pump turned up periodically because of the pain. The healthcare provider (hcp) performed a MRI about three months ago of the knees because the patient¿s ¿knees are a mess too.¿ it was reported the patient had fentanyl and morphine in his pump and now has dilaudid, but his pump was currently empty. It was further reported the patient heard the pump alarming periodically ¿since (B)(6) when it ran out.¿ the patient's physician was being investigated by the dea and his office was closing. The patient went to see a different hcp and ¿then they started rescheduling me and I had financial difficulty and now he won¿t take me.¿ additional information received reported the patient was still having concerns with their device or therapy, but have not sought further help. It was also reported the patient has not been able to find a doctor yet to refill his pump and had limited transportation. Additional information reported the patient¿s pump went ¿kaput¿ and was going to be removed. It was stated there was nothing in the pump and it broke. It was reported the pump was shut off on the day of report. It was noted the pump had been alarming since september. Patient outcome was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n120332001, implanted: 2007-(B)(6), product type catheter. (B)(4).